Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2008 without incident. Two days later, the pump alarmed nursing staff of a leakage. Upon inspection, the nurses discovered a "hair line crack along the connector." The iab was removed and replaced with another iab. There were no reported patient complications.